Event description:
Patient reports major difficulty injecting insulins using droplet brand pen needles. Main complaint is that the pen needles will plug up and he is only able to administer 20 units of insulin. Then flow will stop, so he has to remove needle, replace it and inject the other 20 units of insulin for his full does. This is likely leading to under and overdosing on all occasions. Symptoms: inability to correctly administer insulin in the correct amounts.